Event description:
Issue with bd veritor testing device providing a false positive test result. Pcr test sample conducted the same day and test result was negative. Bd technical services also notified of the error. First test result = positive. Pcr test sample taken same day after antigen test = negative. Employee is asymptomatic; bd veritor with false positive. Pcr test result was negative. Bd technical services also notified of the error. FDA safety report ID# (B)(4).